Event description:
A customer reported a fluid leak at the probe of coulter act diff 2 hematology analyzer. The customer was wearing gloves and a gown at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is exposure control or risk management plan in place. Patient samples or results were not affected. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The customer service technician troubleshot with the customer over the phone and instructed the customer on how to resolve the leak. The customer removed the probe wipe block and cleaned it with bleach. The customer also cleaned the plastic covering around the sample compartment. The customer reassembled the probe wipe and ran controls. The probe did not leak. Root cause for the leak is unknown, but the leak was fixed by cleaning the probe wipe block. Bec internal identifier for this complaint is (B)(4).